Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. Since lot number of the subject device was unknown, lot number that dated back the past six months from the delivery date to the user was reviewed, with no irregularities noted. Omsc concluded that the reported burn of the assistant occurred since the user carelessly touched the assistant's arm with the tip of the device which was hot just after the device was activated. The instruction manual of the subject device already cautions; do not leave the sonicbeat in contact with tissue, the patient or a flammable object such as a drape after output. Otherwise, burns of the surgeon, surgical staff or patient's tissue can be burnt or a fire hazard may result.

Event description:
During an open total gastrectomy, the subject device was used. When the user placed the device outside the patient's body, the tip of it touched the assistant's left upper arm by mistake. The assistant got burned lightly. The procedure was completed with the subject device. There was no patient injury reported.